Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that he had air bubbles in his reservoir after 2 hours after a set change. The customer stated that there are tiny bubbles and sometimes a big one. The customer stated that the air bubbles are causing him to have high blood glucose readings. The customer stated that he has inserted several sensors over the last couple of months. The customer stated that the last one fell apart when he put the serter on it. The customer stated that the hub assembly is not inside the serter. The customer stated that the catch arm is not bent. The customer stated that he has not experienced this behavior with multiple sensors. The customer will be sent replacement sensors.